Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided. The investigation is confirmed for perforation and retrieval difficulties; however, the investigation is inconclusive for tilt. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk eclipse vena cava filter allegedly experienced malposition of device, difficult to remove and patient device interaction problem. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient weight was not provided.